Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2014 to reposition a dislodged magnet. The implanted device remains.